Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported device operates differently (failure to seal/stent graft leak); however, the reported treatment appears to be related to the circumstances of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 3.5 x 19 mm graftmaster covered stent was used to treat a perforation in the distal right coronary artery (rca). The graftmaster was implanted, but it did not completely seal the perforation. Once the heparin was reversed the bleeding into the pericardium stopped. Pericardiocentesis was still performed to remove excess fluid from the perforation. The patient is doing well. No additional information was provided.